Event description:
The account alleged the brake casters are not holding. No pt impact.

Manufacturer narrative:
The account replaced the brake casters and the brake steer caster to resolve the issue.